Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It has been reported that during an open hepatectomy surgery after an hour and thirty minutes, the blade of the device broke into two pieces. The broken part fall into the patient but was retrieved, and another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch n92p43. The device was returned with the distal tip of the blade broken off. The tip was not returned with the device. The device was connected to the gen11/pi key to test functionality. The device did not pass functional testing. Dry body fluids were observed on the shaft. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.